Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that an unexpected reset occurred and the pump history was noted to be inaccurate following reset. There was no impact to the customer¿s blood glucose, as the pump was not being used for insulin therapy at the time of the reported event. Reportedly the customer had manual injections as alternate insulin therapy.